Manufacturer narrative:
The returned meter was investigated. Visual inspection was performed on returned meter. No new issues were observed. Meter powered on with button depression. Blank screen was not observed. The complaint was not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a battery/power issue with the adc device. The customer stated the reader would not power on and therefore was unable to obtain readings. The customer experienced diarrhea and required treatment of a glucagon injection administered by hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(4) has been returned and is currently undergoing investigation. A follow-up report will be submitted when investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a battery/power issue with the adc device. The customer stated the reader would not power on and therefore was unable to obtain readings. The customer experienced diarrhea and required treatment of a glucagon injection administered by hcp. There was no report of death or permanent impairment associated with this event.